Event description:
It was reported that during a scheduled review of the implanted pacemaker, it was observed that multiple episodes of non-sustained ventricular tachycardia were stored due to oversensing of right ventricular (rv) lead noise. The rv pace impedance had gradually increased over the previous 12 months from 676 ohms to 1283 ohms. It was noted that the rv sense polarity had recently been programmed to unipolar with a fixed sensitivity of 2.5 v. Technical services recommended further review of the rv programmed parameters. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that during a scheduled review of the implanted pacemaker, it was observed that multiple episodes of non-sustained ventricular tachycardia were stored due to oversensing of right ventricular (rv) lead noise. The rv pace impedance had gradually increased over the previous 12 months from 676 ohms to 1283 ohms. It was noted that the rv sense polarity had recently been programmed to unipolar with a fixed sensitivity of 2.5 v. Technical services recommended further review of the rv programmed parameters. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv pace impedance continued to rise and reached 2,183 ohms. The rv lead remains in service.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a scheduled review of the implanted pacemaker, it was observed that multiple episodes of non-sustained ventricular tachycardia (nsvt) were stored due to oversensing of right ventricular (rv) lead noise. The rv pace impedance had gradually increased over the previous 12 months from 676 ohms to 1283 ohms. It was noted that the rv sense polarity had recently been programmed to unipolar with a fixed sensitivity of 2.5 v. Technical services recommended further review of the rv programmed parameters. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv pace impedance continued to rise and reached 2,183 ohms. The rv lead remains in service. Additional information received indicated that during a recent routine device check the rv pace impedance was 2,382 ohms and the threshold had increased to 3 v at 1.0 ms in bipolar. The threshold was similar in unipolar, at 2.8 v at 1.0 ms. Multiple episodes of noise were noted in the arrhythmia logbook on november 4, 2024; however, since then no further episodes were recorded. Provocative maneuvers were subsequently performed and could not reproduce any noise. It was decided to increase the rv output to ensure consistent capture. The patient was paced less than 1% in the rv. The rv lead remains in service. Technical services recommended considering programming the system to unipolar pacing and bipolar sensing as the unipolar impedance was acceptable. Continued monitoring was also recommended. Additional information received indicated that an automatic safety switch recently occurred on april 24, 2026, due to rv pace impedance measurements of 2,507 ohms that changed the programmed vector of the device from bipolar to unipolar. The last rv impedance measurement in unipolar had been 1,588 ohms. There were also additional recorded episodes of nsvt due to oversensing of noise. Further review of the device system was recommended. The rv lead remains in service.

Event description:
It was reported that during a scheduled review of the implanted pacemaker, it was observed that multiple episodes of non-sustained ventricular tachycardia were stored due to oversensing of right ventricular (rv) lead noise. The rv pace impedance had gradually increased over the previous 12 months from 676 ohms to 1283 ohms. It was noted that the rv sense polarity had recently been programmed to unipolar with a fixed sensitivity of 2.5 v. Technical services recommended further review of the rv programmed parameters. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv pace impedance continued to rise and reached 2,183 ohms. The rv lead remains in service. Additional information received indicated that during a recent routine device check the rv pace impedance was 2,382 ohms and the threshold had increased to 3 v at 1.0 ms in bipolar. The threshold was similar in unipolar, at 2.8 v at 1.0 ms. Multiple episodes of noise were noted in the arrhythmia logbook on november 4, 2024; however, since then no further episodes were recorded. Provocative maneuvers were subsequently performed and could not reproduce any noise. It was decided to increase the rv output to ensure consistent capture. The patient was paced less than 1% in the rv. The rv lead remains in service. Technical services recommended considering programming the system to unipolar pacing and bipolar sensing as the unipolar impedance was acceptable. Continued monitoring was also recommended.